Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient provided their height and weight at the time of the event. They reported that the infection resolved two years ago. No further complications were reported or anticipated.

Manufacturer narrative:
Event date month and year ((B)(6) 2015) valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient developed a staph infection that was in the implant, so the implant was removed. The patient was treated for 2 months with injections of antibiotics and was monitored by a nurse once a week. A new implant was put in. No further complications were reported or anticipated.